Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that the supply bag was not flowing to the heater that led to this alarm. Renal therapy services advised the patient in ending the therapy to start over with the new supply. There was no patient injury or medical intervention associated with this event. No additional information is available.